Manufacturer narrative:
(B)(4). Previous medwatch reports for this product may have been submitted for the manufacturing site arjo (B)(4). As of 2014 that number was deactivated due to the site no longer shipping product to the USA. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh (B)(4) complaint handling establishment and any medwatch reports will be submitted under registration (B)(4). This appears to be a "malfunction" type of event not because there was a technical malfunction of the device, but since due to a use error the device did not perform as intended. Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2015 arjohuntleigh received a customer complaint where it was indicated that during the patient's transfer in a special made sling from a bed to sofa (while lifting from the bed)one of the shoulder clip of the sling detached from the spreader bar of maxi move passive floor lift. It was reported that the caregiver saw the patient slowly lowering and therefore, tried to bring the patient into seating position by tilting the spreader bar (using the electrical command). At that time, the patient fell, reportedly luckily without injury.

Manufacturer narrative:
An investigation was carried out into this complaint. Based on the information gathered, the incident occurred at the beginning of the transfer while the lift was moved next to the bed. The shoulder clip detached from the spreader bar attachment lug and the patient tilted slowly backwards. When reviewing similar reportable events, we have found a number of cases with similar fault description (clip detachment). The trend observed for reportable complaints with this failure mode is currently considered to be relatively low and stable. The maxi move lift and the sling were inspected and no malfunctions were found that could have caused or contributed to the event. The sling and the lift which work together as a system were found to have been to specification when the event took a place. Based on the above tt can be established that the system was being used for patient handling but it appears it contributed to the event possibly due to a use error. A sling clip, once correctly attached and monitored to stay in place as the weight of the person in the sling is gradually taken up, as indicated to be required in the labelling, is locked in position with the weight of the patient. It is not likely to come off during on label use. From simulations, we know that in the situation, when the clip is not attached and under tension with the weight of the person in the sling from the start, a drop will be immediate. Following the event description and all information gathered, it appears most likely that the clip was not in place at the start of the lifting procedure and could wiggle off when the patient was being lifted and was moved next to the bed. There is a possibility that caregivers did not follow the labelling and did not check the clips, if those are correctly attached and remain in tension, as the weight of the resident is gradually taken up. Per labelling, the user is obliged to monitor the clips becoming under tension when the weight of the patient is gradually being loaded on. The maxi move lift instructions for use (IFU) supplied with a lift contains crucial information: "warning: important: always check that the sling attachment clips are fully in position before and during the commencement of the lifting cycle, and in tension as the patient's weight is gradually taken up." Consequently to the above, we come to the conclusion that the event was most likely caused by use error, based on the customer information and the simulations performed previously based on earlier incidents. The labelling for the lift device indicates the system should be used by trained personnel that are aware of the IFU contents. Please note that the customer was visited and interviewed by a local arjohuntleigh representative but could not provide any training dates for staff. Arjohuntleigh suggests to remind the staff involved of the device labelling, with special attention to correct lifting procedure. This is to be communicated to the customer. We find this complaint to be reportable to the competent authorities in abundance of caution.